Event description:
It was reported that the patient presented in clinic with a implantable cardioverter defibrillator that could not be interrogated. No resolution was reported, and the patient was stable.

Event description:
New information received on 28 mar 2022, indicates that the device was explanted and replaced on (B)(6) 2022. The patient was stable during and after the procedure.

Manufacturer narrative:
Correction: manufacturing site information was incorrect, and should be listed as st. Jude medical, inc.(crm-sylmar.